Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging multiple myeloma. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation manufacturer observed an unknown whitish contaminate on the top cover. A large scratch was also observed on the top cover. Observed a blackish contamination on the right-side beauty cover. Light scuff marks were observed on the bottom enclosure. An unknown contaminate was observed on the bottom enclosure. Observed a sticky looking, potential liquid substance at the rear corner of the bottom enclosure, along the interior side of the top cover, along the inside of the right-side panel, and on the air inlet seal. Potential hair-like particles were observed at the bottom of the lcd panel. Dust-like contamination was observed on and under the top enclosure, inside the iso port, in the air inlet, on the pca, on and under the blower cap, in the impellors of the blower motor, in the base of the blower housing, and on the walls of the bottom enclosure. Dust-like contamination with potential hair-like particles were observed around the edges of the remaining sound abatement foam. Pil observed potential degraded sound abatement foam on and under the blower cap, on and under the iso port, on and inside the blower motor, on and under the blower housing. Pil observed the majority of the sound abatement foam stuck to, and underneath the blower housing. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error code. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination in the device and are consistent with being from an external source. In box d: device avail for eval? And date returned? Has been updated in this report. In box h: device evaluated by mfg.? And problem code grid, evaluation method code grid, evaluation results code grid, conclusion code grid has been updated in this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging multiple myeloma. The manufacturer was made aware of this complaint through a representative of the customer. Despite the three attempts for additional information and to have the device returned for evaluation and investigation were unsuccessful. The device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.